Event description:
The customer reported via the sales rep that a size 7 scorpio nrg ps right femoral component (81-4407l) has been implanted with a size 7 standard ps tibial insert (B)(4). It is further reported that the surgeon is requesting guidance on the compatibility of the components and advice to the pt.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained in the pt and was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.